Event description:
Customer reports during pre-test, a nurse noticed the balloon in the bronco-cath cuff did not deflate. There was no patient injury.

Manufacturer narrative:
(B)(6). Investigation is ongoing, if a sample is received a summary of the investigation results will be provided in a supplemental report.